Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the report of ¿laser shutdown¿ was duplicated by turning on the laser and the reservoir was empty. Filled the reservoir of water and inspect the laser to perform all calibrations.

Event description:
It was reported that during a procedure, the "laser stopped during procedure, impossible to start again, smell like something burnt." The physician was not able to reboot the laser and the procedure was stopped. Patient outcome: there was no injury to patient reported.